Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met all functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2018, a 35mm amplatzer patent foramen occluder was selected for implant. During deployment within the patient, the left atrial disc was mis-shaped. The device was resheathed and safely removed. A second 35mm amplatzer patent foramen occluder was successfully implanted. The patient was reported stable and without any consequences. The procedure was not significantly delayed and was only extended by 5 minutes to remove the device and load and deploy the second device. The physician does not believe that the deformation had the potential to result in injury or harm to the patient. The physician also does not believe the device deformation was due to patient anatomy.